Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the functioning tests because it was missing its reservoir tube retainer and had a cracked select button on the keypad overlay.

Event description:
Customer reported that the insulin pump had cosmetic damage, insulin cartridge was loose, the piece was loose, the little ring loose . Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.